Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD), developed a hematoma in the device pocket. A hematoma evacuation was performed. This product remains in service. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.